Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 05/19/2016 to report a permanent out of range signal that occurred on (B)(6) 2016. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of unrecoverable loss of antenna passed threshold and was confirmed. The root cause was determined to be a defective transmitter.